Event description:
It was reported that there were telemetry issues with the patient¿s implantable neurostimulator (ins). The manufacturer representative (rep) was asking about overdischarge and how to get the ins out of overdischarge. A physician mode recharge (pmr) was recommended. No intervention or patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_ex,t lot# serial# unknown, product type: extension. (B)(4).